Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to the smart pneumatic module, o2 fitting, damaged chassis and loose dove tail bracket screws not consistent with typical use. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old patient (gender unknown), the device displayed an "off set self check failure - 1174" error message. Complainant indicated that the clinician manually ventilated the patient to continue treating them. The clinician manually turned the vent off and on and the vent continued to work the for the balance of the transport. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.